Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter that 6 sterilized packages were found to be damaged. The following information was provided by the initial reporter, translated from japanese to english: this is a report about damaged packages of iagbc. During the re-packing procedure of arriving products at the customer's side, several sterilized packages were found to be damaged.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter that 6 sterilized packages were found to be damaged. The following information was provided by the initial reporter, translated from japanese to english: this is a report about damaged packages of iagbc. During the re-packing procedure of arriving products at the customer's side, several sterilized packages were found to be damaged.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the samples and photographs for evaluation. Bd received 30 sealed 22ga x 1.00in. Insyte autoguard bc units from lot number 1314412. Additionally, 5 photos were provided. Through the visual inspection, five units were observed to have holes in the packaging and extra strips of the top web. There was also printing on the inside of the bent packaging indicating that there may have been a jam during the packaging process. The reported issue has been confirmed for 5 units. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the packaging process. A device history record review showed no non-conformances associated with this issue during the production of this batch.